Event description:
It was reported that the drill became hot during a spinal surgery. Back up equipment was used to complete the procedure. There was no user or pt injury as a result of this malfunction.

Manufacturer narrative:
The handpiece was received at the MFR for investigation. Investigation results indicate corrosion on several internal components. The components were replaced, preventative maintenance performed. And the handpiece returned to the account.